Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-00237. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The following study info was received: the female pt experienced nstemi on the day after the index intervention. During the index intervention the implantation of the study cypher stents (3.0 x 18mm and 3.0x 8mm) was attempted, but not executed, due to anatomical reasons. The stents could not cross the target lesion. Implantation was not possible. CABG was performed instead. Relationship of nstemi to device was unrelated but probably related to the procedure. No treatment was given. Nstemi diagnosed by lab results, no angina. Event was resolved without sequel.